Event description:
During coil embolization, the coil became stuck in the prowler microcatheter. Upon attempt to pull out, the coil stretched. There was no report of patient injury.

Manufacturer narrative:
This is one of two products used on the same patient. MFR report #1058196-2005-00374 & MFR report #1058196-2005-00375. Additional information will be submitted within 30 days upon receipt.